Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 08-oct-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
Fill volume: 100 ml. Flow rate: unknown. Procedure: bankart repair; capsulolabral ligamentous repair; shoulder arthroscopy. Cathplace: glenohumeral joint. Date of procedure: (B)(6) 1999. Infusion time: 24-hours to 48-hours. It was alleged that the patient developed chondrolysis after use of the product after surgery.